Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
It was reported to vyaire medical that the vela ventilator alarmed low pip (peak inspiratory pressure), motor fault and power supply overheat. The reporter confirmed that there is no patient involvement associated on this event.